Event description:
The pt's family member reported the patient was experiencing swelling of their right hand/arm where the device is implanted, dizziness, altered mental status, and collapsed veins. The patient was recently diagnosed with thoracic outlet syndrome when a CT scan and ultrasound were performed approximately one week prior to the report. The pt was admitted to the ER. The patient was to see the surgeon to consult for possible surgery. The patient's family member reported the patient had not had any recent accidents related to their stimulation device and was questioning if the stimulation system could have caused the thoracic outlet syndrome. The patient's status was reported as serious. Additional info has been requested from the hcp but was not available on the date of this report.